Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported "110 pic cam error while infusing" which was not reproduced as a system error 110. A review of the event history log identified system error 110 messages. The cause was determined to be loose motor gears. The gears were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed 110 pic cam error while infusing during testing. There was no known patient injury or medical intervention associated with this event. No additional information is available.